Manufacturer narrative:
The returned lead was extensively analyzed. During the investigation, the lead was visually, electrically and mechanically checked. Upon visual inspection, cuts were found in the insulation, which are probably due to the surgical procedure. The analysis showed no abnormalities that could be related to the clinical complaint. The measured electrical readings were within the specification. After cleaning the helix of coagulated blood and tissue residues, which are also mentioned in the clinical complaint, the helix data was within specifications, the fixation was not irregular. There was no evidence of a material or manufacturing defect.

Event description:
Ous MDR - it was reported that about 4 weeks after the implantation, during the follow-up, a sensing loss and increase in pacing threshold were observed. During the revision, no new, stable position could be found for the lead. After removing the lead, a tissue deposit was observed in the screw mechanism. The lead was returned for analysis.